Manufacturer narrative:
Product event: (B)(4). Visual inspection: adenoid tip was assembled into the finger grip. Adenoid tip and finger grip easily separated with a little force connector and spacer stuck inside the finger grip. There are three spot welds on the connector and shaft where there should only be two uv loctite does not extend far enough around the edges of the finger grip and tubing functional inspection: unable to perform functional testing without the device included in the product return. Investigation conclusion: the complaint has been confirmed and found to be out of specification. From the investigation results, it can be concluded that there were two failures that resulted from the manufacturing process of the adenoid tip. First, there were three spot welds on the connector and shaft and according to the manufacturing process instruction (mpi-00005 rev.b) there should be two spot welds on the top of the connector and the shaft. The spot welds are not on the top and there are more than two spot welds. It can be concluded that the improper placement of the spot welds from the manufacturing process resulted in this failure. Second, the uv loctite should be spread down until it reaches or passes the top of the vertical indentation on the finger grip and then cured under uv lamp. There clearly is an inadequate amount of uv loctite as well as improper application since it does not extend down or pass the vertical indentation on the finger grip. As noted in mpi-00005 rev.b. It can be concluded that there was an inadequate amount of uv loctite that was applied as well as improper application in the manufacturing process resulted in this failure.

Event description:
During pre-surgery setup, it was noted that the device attachment was separated from the device which is how the device is designed (there is a device handle and attachment pieces). Upon analysis of the returned product, it was determined that the device attachment connector and the shaft of the attachment piece had separated. No patient impact but due to potential impact (if utilized) incident deemed reportable.